Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a left salpingo oophorectomy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy, complete urethrolysis, removal and revision of vaginal scar tissue, removal of sling material, cystoscopy and cystourethrocele repair on (B)(6) 2013 due to pelvic pain, dyspareunia, foreign body in the genitourinary tract, mixed incontinence, urinary urgency, and urinary frequency. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.